Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for analysis. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. However, a conclusive cause could not be determined with the information available. In this case, a second valve was implanted in the patient to address the pvl. Following the implant of the second valve, only trace pvl remained. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. As reported, complete heart block (chb) had been caused by the deep implant depth of the valve. In this case, a permanent pacemaker was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon initial deployment, the valve was recaptured due to positioning difficulties. A second deployment attempt was made which resulted in recapture for the same reason. The valve was implanted in the patient on the third deployment attempt, but severe paravalvular leak (pvl) and complete heart block (chb) were noted following the valve implant. A second valve was implanted in the patient to address the pvl. Following the implant of the second valve, only trace pvl remained. Additionally, a permanent pacemaker was implanted to address the chb which had been caused by the deep implant depth of the valve. The event resulted in a 30-minute procedural delay, and no additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: image review: static images and media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Valve depth prior to final release was approximately 5-6 millimeter (mm) on the non-coronary cusp and 8 mm on the left coronary cusp. As stated in the instructions for use (IFU), position the catheter so that the bioprosthesis is at the recommended target depth of 3 mm relative to the valve annulus. Position the radiopaque markers at the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. A final angiogram after valve release was not performed; however, evidence shows that a second non-medtronic valve was implanted. Echo review: transesophageal echocardiogram (tee) media clips provided. Central aortic insufficiency appears moderate. No paravalvular leak (pvl) noted. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, the valve was replaced with a non-medtronic valve (sapien).